Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "customer was administering more insulin than needed" resulting in a low blood glucose (bg) level of 42 mg/dl. Method of insulin delivery was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Event description:
It was reported that customer administered a bolus that was too large for their needs, resulting in a low blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.